Event description:
It was reported that the patient received a shock while working in the yard. It was reported that t-wave oversensing was seen intermittently. The lead remains in use. It was later reported that the lv lead had high thresholds, and the lead remains in use. The device was reported to have reached elective replacement indicator early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.